Event description:
It was reported the device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported prior to the firing of the tsw35 the device did not appear to open completely. The surgeon fired the device across the round ligament and reported the firing felt different to him. The surgeon experienced difficulty opening the device and had to manually pull on the handles to open it. Upon opening the device the surgeon found the staple line and cut line were fine. Another tsw35 was opened to complete the procedure. There was no consequence to the pt.